Event description:
The rn called on the patient's behalf. The patient came to the ed (B)(6) because the drain was "leaking at the top". The patient says that the drain has been leaking out at the top when he lays down at night. He said that it leaks when he turns the drain sideways and when he lays it flat in the bed with him. I believe it was coming from the positive pressure as this was where he seemed to be pointing. I advised that it is recommended to keep the drain upright at all times and that it will leak out if turned on it's side. The drain is working fine, and he has had no adverse event related to it leaking from the top.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Investigation summary: this report describes a call received from a patient and his nurse who explained that when the patient lies in bed and lays the drain down flat next to him, the drain leaks. He indicated that the leak was coming from the positive pressure relief valve on top of the drain. They said that the drain was otherwise functioning properly. The getinge representative explained that the drain should be kept upright at all times and that it is expected for the drain to leak out of the pprv when turned sideways. They had no further questions or concerns. The lot number of the drain was not provided and the device was not returned. The IFU contains adequate instructions for how to properly set up and use the device. It instructs the user to keep the drain upright and below the patient's chest. The IFU of express mini (B)(4) devices manufactured between 3/22/2023 and 11/18/2023 contained an interim label which precautions that the device is intended for use by trained healthcare providers and should not be used in an outpatient setting. Devices manufactured from 11/18/2023 to the present include that information in the IFU. The lot number/manufacturing date of this device is not known so it is also not known which instructions were available with this drain, however all getinge customers were sent a notification in(B)(6) 2023 of the change in precautions for express mini 500 devices. The information that this device is meant to be used by healthcare providers and not in an outpatient setting should have been available to the hospital that provided the drain to the patient. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No new excursions were identified involving this complaint. The information provided by the user indicates that this complaint occurred because the device was not positioned properly, due to inadequate knowledge or instruction of the user. The root cause of this is user error, due to the hospital sending the patient home with the drain. The complaint is confirmed, but a device nonconformance cannot be confirmed.